Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the top and sides of their cycler after ending their pd treatment. The patient reported receiving a fill complication alarm during treatment. The alarm could not be bypassed, and the patient initiated a stat drain. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised by fresenius technical support to discontinue the use of their cycler, but the patient¿s peritoneal dialysis nurse (pdrn) advised the patient to continue use of the cycler. The patient reported that upon subsequent power up, the cycler had a blank screen. The patient was issued a new cycler and the complaint cycler was scheduled to be returned for manufacturer analysis. Additional patient and event information was requested but was not provided.

Manufacturer narrative:
Additional information: upon follow up with the patient¿s peritoneal dialysis nurse (pdrn), it was determined that there was no fluid leak during the reported event, therefore the event reported in this MDR is not reportable. There will be no further follow ups to MFR 8030665-2019-00188.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.